Event description:
After staff inserted a 20 gauge IV needle, upon connecting the IV tubing, catheter hub had a crack that could not be seen. Patient had to have IV restarted because it was leaking.

Event description:
After staff inserted a 20 gauge IV needle, upon connecting the IV tubing, catheter hub had a crack that could not be seen. Patient had to have IV restarted because it was leaking.